Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6) medical center. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the tips of the vasoview hemopro 2 weren't working properly so a second one was opened. The cord was tested and changed. There was an audible beep from the power supply beep during activation when the difficulty cutting branches occurred. The toggle was fully slid backwards to deliver energy to the jaws. Unknown whether the device shut off after the 15-second activation cycle. No patient harm. No case delay.